Event description:
A report was received that the patient had an infection at the ipg site and experienced difficulty charging. It was noted that the ipg site was swollen. The patient was placed on antibiotics.

Manufacturer narrative:
Additional information was received that the patient experienced itchiness. The physician believed that the infection was not device related. The patient underwent an explant procedure and was doing well postoperatively. Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 15968901, model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site and experienced difficulty charging. It was noted that the ipg site was swollen. The patient was placed on antibiotics.